Event description:
The patient reported that she had a radial keratotomy (rk) procedure 18 years ago. She later had an alcon multifocal restor lens implanted. Due to dissatisfaction with the restor lens she had it explanted and had a monofocal tecnis z9002 lens implanted on (B)(6), 2011. The patient stated that her eyes hurt all of the time. She sees light like a wagon wheel spokes due to the rk incisions. She has extreme glare during the day and needs to wear sunglasses all of the time. She is unable to watch television. The patient was advised to consult with her physician.

Manufacturer narrative:
(B)(4). The lens remained implanted in the patient''s eye at the time of the report. Therefore, the lens was not returned for evaluation. Prior to release to market the intraocular lens met all manufacturing specifications. The documentation showed that the production order was manufactured per specifications.all pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.